Event description:
The customer questioned four (4) patient results on ion selective electrode sodium, potassium, chloride, calcium and carbon dioxide due to negative anion gap values on their dxc 800 ar clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 800 ar clinical chemistry analyzer and replaced carbon bridge and cleaned the flow cell to resolve the issue. The fse performed ise verification and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).